Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose level of 26 mg/dl. Customer attempted to self-treat by consuming carbohydrates; however; was treated intravenously with fluids of saline. Customer was released from the hospital the same day with no permanent damage. Reportedly, the customer received a continuous glucose monitor error 42 which resulted in the pump delivering insulin based on the customer¿s personal profile settings and not based on the control iq software settings. The pump was reset, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.